Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-jul-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the incident, a technical support specialist (tss) confirmed that the customer verified cubie 04 03 was assigned to alprazolam 0.5 mg tablets, not xanax (alprazolam 1 mg). The user stated that they would contact the pharmacy to resolve the discrepancy by either stocking the 1 mg tablets or using two 0.5 mg tablets as an alternative. The customer agreed to close the case. The system functioned as intended after the technical support specialist investigated the incident.

Event description:
It was reported that when using the bd pyxis¿ medflex 1000 user was unable to issue item and item did not exist. The customer reported that when attempting to issue medication xanax (alprazolam tab 1mg) for patient, the item was not showing in the system. The customer stated that the medication had already been stocked, but it was still not appearing at the station. The verification showed that a 0.5 mg tablet was stocked instead of 1 mg. However, there were no adverse events or injuries reported based on this event.